Event description:
In 2009, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra meter is giving an error 2 message due to using expired one touch ultra test strips. This complaint is classified according to the documentation of the customer care advocate, as the patient gave limited information when this medical affairs specialist contacted the patient back on april 29, 2009. The error 2 message began three days prior to original date at 12:30pm. The patient reportedly tried to obtain his blood glucose several time but was not successful due to the reported issue. At 1:15pm, the patient reportedly has a seizure. At 1:20pm, the patient allegedly increased his insulin to 10ml (unspecified type). The patient did not receive any further medical intervention. The patient does not know whether the seizure was due to being hypoglycemic or any other condition he may have had. During troubleshooting, the customer care advocate noted that the error 2 message occurred while the patient was using expired test strips. This complaint is being reported because the patient claimed that he had symptoms that can be suggestive of a serious injury after the error 2 message began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.